Event description:
It was further reported that the patient was hospitalized.

Manufacturer narrative:
A supplemental report is being submitted for correction to b2 outcome attributed to adverse event, b5 desc evt problem and additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the product surveillance registry (psr) mechanical circulatory support (mcs) therapy base. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that, post implant, the patient experienced runs of ventricular tachycardia and hypotension; the patient received a lido caine drip, along with other medication. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Of note, the patient's reported medical history indicated that the patient had a history of ventricular tachycardia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that post implant the patient experienced some runs of ventricular tachycardia and hypotension. The patient received lidocaine drip, along with other medication. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.